Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: safety of particle radiotherapy in patients with cardiac implantable electronic devices: review of literature. Pacing and clinical electrophysiology. 2024; 47:1556¿1561. Doi: 10.1111/pace.15050 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis review of particle radiotherapy in patients with cardiac implantable electronic devices. The authors described patients who underwent various radiotherapy procedures. There were devices which exhibited oversensing of electromagnetic interference, device electrical resets, and decreases in estimated time to elective replacement indicator (eri). There was no unexpected premature battery depletion that required replacement during or immediately after particle treatment. There were no irreversible non-reprogrammable malfunctions or serious adverse patient events. The status of the devices is unknown. No adverse patient effects or additional product performance issues were reported.